Manufacturer narrative:
(B)(4). An unknown error was reported to be the cause of the no flow issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set experienced a no flow. This occurred during priming and was noted when the solution did not flow from a baxter primary set into the extension set. The reporter stated that the nurse involved in the event did not connect the extension set properly (further details were not provided). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.